Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer went to hospital. Customer experienced a diabetes ketoacidosis. Customer¿s high blood glucose value was 600 mg/dl and 432 mg/dl and the customer lost consciousness. Customer stated that one time the insulin got cloudy and hard due to the weather. Customer stated that she tried to manually press the insulin through, but nothing came out and the insulin pump never gave any alert. Customer stated that it wasn't a good time to complete the troubleshooting. The device will not return for the analysis.